Event description:
The fixator was applied to a midshaft tibia fracture. During a follow-up visit, x-rays revealed the fracture was out of alignment. A second surgery was performed to re-reduce the fracture. This occurred a second time and the fixator was removed and another fixator applied.